Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update ad 29 may 2019. (B)(4) has ben re-opened under (B)(4) due to receipt of unf and medical records. After review of medical records, the patient was revised for failed right tha, adverse reaction to metallis debris. Operative notes reported that a metallic synovitis and a fluid collection were visualized. The posterior repair was ruptured. Remnant ethibond suture was removed. The posterior capsule was ruptured. Osteolytic tissue and synovitic wear debris was removed. There was trunnionnitis with corrosion at the trunnion head taper but the trunnion itself looked okay and cleaned this with the bovie pad. There was some lysis in the posterior aspect of the shell. Added cup to the complaint. Added lawyer, law firm, patient dob and medical history. Updated patient initials. Doi: (B)(6) 2005; dor: (B)(6) 2016; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.